Event description:
It was reported that there were twelve occurrences when bd pegasus¿ safety closed IV catheter system needle could not be withdrawn during use. No serious injury or medical intervention was reported. The date / time and or patient information is unknown for these instances.

Manufacturer narrative:
Describe event or problem: it was reported that there were twelve occurrences when bd pegasus¿ safety closed IV catheter system needle could not be withdrawn during use. No serious injury or medical intervention was reported. The date / time and or patient information is unknown for these instances. Investigation summary: the facility was able to submit samples for evaluation. A device history report was conducted for lot number 7356279, and no related abnormalities were found. This lot of pegasus 20 gauge was manufactured from 01/10/2018-1/23/2018, and this is the only instance of a safety shield activation failure occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Investigation conclusion: bd engineers were able to observe a tilted v-clip during the visual observation of the device. Root cause description: the root cause for this occurrence is the design of this component. Since the manufacture of this lot bd has optimized the design to prevent events such as this from occurring in the future. Rationale: bd will continue to track and trend for this issue.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus safety closed IV catheter system needle could not be withdrawn during use. No serious injury or medical intervention was reported.